Event description:
Additional information was received that the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) ten months later. The device was successfully explanted and replaced. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient was brought to their clinic for lead testing. The shock impedances were noted to be within 110 to 120 ohms. Patient isometrics and pocket manipulation were performed while taking lead measurements with no unusual findings. The patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the case and body fluid contamination in the lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded out of range shock impedances of greater than 125 ohms. Boston scientific technical services (ts) was asked to review the lead measurements and noted the shock impedances had gradually increased over approximately three months. Ts recommended having the patient return for lead and device testing, and a possible x-ray. It was noted that there were no other out of range lead measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.